Event description:
During a persistent atrial fibrillation procedure in the left atrium, a pericardial effusion was noted, requiring a pericardiocentesis and surgery. The pulmonary veins were fully isolated with a tacticath se ablation catheter. The patient then became hypotensive, and a pericardial effusion was diagnosed via ultrasound. It is alleged that the perforation occurred during transseptal puncture. A pericardiocentesis was performed and the patient was transferred to another hospital, princess grace hospital, for cardiac surgery. During surgery, the perforation was found between the left veins in the left atrium. The patient is now stable. The physician alleges that the perforation occurred due to patient anatomy, such as a recess, but there was no scan to identify this prior to the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.